Manufacturer narrative:
The analysis was completed. The lesion was described as 75% stenosed, 2cm in length, with no calcification. The reference vessel was non-tortuous and very smooth. The balloon became stuck in the 4f terumo csi and then separated from its shaft when force was applied to pull the balloon out. The delivery system was removed as one unit. Manual compression was applied to stop further bleeding. No further treatment was performed afterwards. After the physician dilated the dialysis shunt in the basilica vein with the savvy dilatation catheter, the distal part of the balloon separated from the catheter during attempted withdrawal. The lesion was described as 75% stenosed, 2cm in length, with no calcification. A 6x40mm savvy dilatation catheter was inserted through the 4fr terumo catheter sheath introducer (csi) and over a v18 guidewire. The target lesion was reached and manual dilatation with a 10ml syringe using a 3ml visipaque320 and 7ml sodium chloride. After dilatation, the physician couldn't extract the balloon through the csi. While pulling the balloon the distal part separated from the catheter and flowed to the upper arm. The physician exchanged the 4 fr. Csi for a 6fr. And inserted a goose neck lasso, he was able to catch the balloon in the upper arm and extract it with the avanti csi with the balloon attached in the front of it. As a result, the patient was left with a hematoma in the forearm. The product appeared 'perfect' prior to use. The product was prepped per the instructions for use. There was no balloon leak or burst. There was no deflation difficulty. There was no dissection. The patient was in stable condition. A non sterile pta savvy balloon 6mmx4cm, 80cm was received coiled and inside a bag. The balloon was received detached with traces of blood and appears as if it had been inflated and deflated, also it was include an unknown snare and csi 6fr, the body shaft was not included. The detached balloon measure 4.5cm and it presents a radial burst, part of the ib was included with the balloon. No other anomaly was observed in the returned device. Sem analysis was performed to identify the cause of shaft separation and possible balloon leak. Results showed that the shaft presented a separation that went through the whole wall thickness of the outer body presenting elongations and tearing. The inner body also presented a separation with elongation and tearing characteristics but a different portion than the outer body. The exact cause of failure could not be conclusively determined, but it appeared that heavy pulling motion could be related to the failure. Balloon showed no evidence of damage. A review of the manufacturing documentation was performed. (B)(4). Balloon units which burst during the forming were properly segregated and scraped. The rest of lot met specifications, therefore lot was released. Review of final lot 15137976 presented no issues that could be related to the complaint. Failure reported by customer per 'balloon separated' was confirmed. The cause of failure experienced by customer could not be conclusively determined, neither the product analysis, nor the DHR review or the sem analysis suggest that the failure could be manufacturing related, therefore no actions will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context, procedural factors and device interaction.

Event description:
After the physician dilated the dialysis shunt with the savvy dilatation catheter, the distal part of the balloon itself separated from the catheter. The dilatation was of a dialysis shunt in the basilic vein. A 6x40mm savvy dilatation catheter was inserted through the 4fr terumo catheter sheath introducer (csi) and over a v18 guidewire. The target lesion was reached and manual dilatation with a 10ml syringe using a 3ml visipaque 320 and 7ml sodium chloride. After the dilatation, the physician couldn't extract the balloon through the csi. By pulling the balloon, the distal part (the balloon itself) separated from the catheter and flowed to the upper arm still in the basilic vein. The physician exchanged the csi and inserted a 6fr avanti csi. With a goose neck lasso, he was able to catch the balloon in the upper arm and extract it. The physician had to pull out the avanti csi with the balloon attached in the front of it. He couldn't pull it into the csi. As a result, the patient was left with a hematoma in the forearm. The product appeared "perfect" prior to use. The product was prepped per the instructions for use. The v18 guide wire lumen was flushed. No indeflator was used.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. There was no balloon leak or burst. There was no deflation difficulty. The balloon was retrieved with a goose neck lasso through the 6fr avanti csi. There was no dissection. The patient was in stable condition. The product has been returned for analysis. Concomitant devices include 4f terumo csi, v18 guidewire, and 3ml visipaque320.